Event description:
It was reported that the patient had no stimulation sensation. The patient was not feeling any stimulation and had the device implanted yesterday. The patient was able to communicate and was on program 1 at 0.4v and they saw the lightning bolt meaning that the implantable neurostimulator (ins) was on. The manufacturer representative went though some things with the patient after implant, but the patient thought it would have been better to have the discussion today. The patient had been having problems using their patient programmer since implant. When they turned the programmer on it looked like it was working, but then there were times it didn¿t look like it was working. The patient attempted to sync with their ins, but they saw the poor communication sign. The patient had the antenna on the spot that hurt the most, and this spot had hurt since implant. The patient was confused and did not seem to know which side their implant was located on. The patient had a large bandage and the other side had something small on it and the patient had removed the bandages. The patient attempted to sync with the left side to see if the ins was located over there because the left side had worked best during the trial and they saw the poor communication screen. The patient placed the antenna slightly below the incision line and attempted to sync, but they were not successful. The patient slept with the programmer last night because they thought they had to have it on them at all times to make the implant work. The patient would have a follow-up appointment with their health care provider (hcp) in 2 weeks. It was later reported that since implant so far it had not been helping. The patient did get help from the temporary trial and noticed more when they had the temporary. The patient could not feel stimulation and it was very tender back there at the implant site. The patient¿s stimulation was on program 2 at 1.7v and they turned it up to 1.9v where they could feel fluttering. It was further reported that the patient had been disappointed in the results from the beginning. The patient increased stimulation about a month ago. The patient saw their hcp 4 days ago and they were having the patient keep a diary for a week and then turn stimulation off and keep a diary for a week. At night when the patient sat, they felt a hurting and uncomfortable feeling in their vaginal wall. It was not a pulsing. Since yesterday the patient had severe pain at the implant sit e in their back. The patient turned stimulation off and the pain went away, but the area was still sore. The patient hadn¿t had any falls or trauma. The patient was around their computer more than normal. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0q95v, implanted: (B)(6) 2014, product type lead. (B)(4).